Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted right ventricular (rv) lead exhibited intermittent capture. A surgical revision was subsequently performed to reposition the lead. During the procedure, it took 30 to 40 turns to retract the helix, then it retracted abruptly. The helix was able to be deployed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.